Event description:
It was reported that a pump has a system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by severed motor mount screws. The motor mount screws and motor assembly were replaced.